Event description:
The balls on the electrodes of the two tristar 50 with integrated cable wands were lost in the pt during an arthroscopic procedure (type of procedure was not provided). Additional info for this event was requested but not provided.

Manufacturer narrative:
The pt info (age, sex, and weight) was requested. The hospital has responded that no additional info will be provided for the pt. The date of the procedure was requested and not provided. The approximate date of the procedure is given as estimated year of the event. The user facility has responded that additional info is not available. The device has been returned to arthrocare for investigation. Once the device investigation and lot history review are completed, a follow-up report will be provided. Another arthrocare tristar 50 with integrated cable was involved in this event and a separate MDR has been filed for it on (B)(4) 2010 under MDR number 2951580-2010-00019.